Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging hyperglycemia while on insulin pump therapy with blood glucose measuring 3-5 g/l (300-500 mg/dl). No further information was provided. The reporter alleged an history/settings issue with the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy and the alleged history/settings issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2015 with the following findings: neither battery cap nor cartridge cap was returned with the pump for investigation; test caps were used to complete the investigation. Review of the black box data revealed the last basal delivery was recorded on february 23, 2015 at 05:27 pm. There was no activity outside of normal use observed in the black box data or download history. The total daily dose amounts add up to correctly reflect the user¿s programmed basal target rate. On investigation, the ez-prime function was performed correctly. The pump was exercised for 24 hours without error, alarm or warning and was determined to be delivering accurately. Investigation did not duplicate the history/setting issue complaint. Unrelated to the original complaint, the display was noted to be dim and discolored.